Event description:
Physician observed a cloudy optic on an implanted iol at one day post operation. At one week post operation the iol was completely clear. No patient issues associated with this event.